Event description:
A customer reported a non-responsive pump screen that remained dark and would not turn on. No specific blood glucose value was provided, but there was no reported adverse impact on the customer's blood glucose level. Technical support instructed the customer to attempt several troubleshooting steps, including pressing a button and charging the pump, but the device did not turn on. As a result, a replacement pump was arranged, and the customer was advised to use multiple daily injections as a backup for insulin delivery. The customer was also guided on how to return the faulty pump.